Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this complaint to be closed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The initial reporting stated that there were no additional investigational inputs available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain. Patient had a periprosthetic fracture. Upon opening the capsule, the lcs femur was found to be fractured at the notch on the medial side and loose. The fracture extended from the notch to the medial side of the component. The insert was also worn through, and osteolysis was reported.